Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, when inserting the powerpicc solo (model 8194118) catheter, when tearing the sedinger puncture sheath, part of the puncture sheath stump of was wrapped around the catheter, and needed to be peeled off with other tools. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an improper peel is confirmed, and was determined to be manufacturing related. One photograph of a 4.5 fr microintroducer sheath was returned for evaluation. An initial visual observation of the photograph showed a microintroducer that failed to peel correctly. One half of the microintroducer was observed to have a plastic ring remain around the catheter at the t-handle after peeling. The root cause of this improper break appears to be manufacturing related. Bd is working to prevent recurrence of the reported event. This complaint will be recorded for future trending and monitoring purposes.